Manufacturer narrative:
Patient explanted due to provider converting them to another modality. No anomalies found in explanted devices. No further action to be taken.

Manufacturer narrative:
Attempting to get more information about case from provider.

Event description:
Device removal and patient converted to roux-en-y gastric bypass procedure.